Event description:
Customer was getting blood glucose readings in the 300's (mg/dl). Customer went to the hospital and did a blood glucose comparison. The lab result was 355 mg/dl, customers device read 513 mg/dl. Customer was put on a slow drip of insulin. Customer was using expired controls. A request was made for the return of the suspect device and replacements were sent.